Manufacturer narrative:
Additional information- e1(initial reporter): (B)(6). Due to character limit: e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit. No patient involved.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and inspected the device and determined that the issue originated from the pneumatic interface module (pim). The fse replaced the pneumatic interface module. After replacement, all functional tests were completed and the unit passed without issue. The unit was then observed for one day, during which no errors were detected. The iabp was subsequently returned to the customer in good working condition. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective pneumatic interface module (pim). The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was cannot be returned due to customer policy. The most probable root cause is component reliability.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11corrected data: h6(investigation findings).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings).

Event description:
N/a.